Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that pt underwent generator replacement surgery because the battery life lasted "one year not expected 3-5 years." Limited programming history resulted in a battery life calculation of greater than 8 years. Treating physician reports that the indication that the generator required replacement was that the pt was experiencing "break through symptoms". Add'l info received from the physicians office indicated that the pt was having an increase in seizures, pre-vns baseline was unknown.